Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of patient presenting a pneumothorax cannot be confirmed. There was no report of a device or system malfunction during the procedure. As stated in the description, "the pneumothorax was anticipated for this particular case anyway due to location of target lesion so this was not a result of the needle failure/or need to use a second needle and second puncture." A review of the lot history records was performed for the applicator lot obtained through the shr for any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
This medwach is not to report a device malfunction, but to report an adverse patient effect. Solero needle was inserted into the right lower lobe nodule under CT guidance. Unfortunately there was a technical error and the needle was not detected by the solero microwave machine. The needle was removed and a new needle was obtained - ablation completed with second needle as reported by staff. A pneumothorax was noted on retraction of the needle. Not yet known if a needle test was carried out prior to insertion into the patient. The pneumothorax was anticipated for this particular case due to the location of target lesion so this was not a result of the needle failure/or need to use a second needle and second puncture. The patient had a chest tube inserted but was stable after the procedure. It was reported the patient suffered no harm as a result of these circumstances. It was reported the defective disposable device is available for return to the manufacturer for evaluation.